Event description:
A remstar plus, device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, there was no evidence of visible foam degradation, however during the evaluation of the device, the service technician observed the power connector was burnt. The connector was repaired. The device was checked, and it passed the functional test. There was no allegation of harm or serious injury to the patient. There was no report of medical intervention specified.